Event description:
It was reported that during a low anterior resection procedure, the device fired normally, and the staples were in "b" form. However, some malformed staples were found at the cross of the staple lines. Another device was used to complete the procedure. No adverse event on the patient.

Manufacturer narrative:
(B)(4). The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.